Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that this alarm occurred during priming. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was unable to rewind the insulin pump. The blood glucose reading was 313 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to corroded battery tube threads. Unable to verify for motor error alarm and perform rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery tests due to constant failed battery test alarm. The motor was tested outside the devide and passed the motor test. The insulin pump was received with a scratched display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a protruded/loose drive support disk.